Manufacturer narrative:
The device history review indicated the device was manufactured with no reported discrepancies. The complaint history review indicates there have been no other events involving the reported lot. A visual inspection confirmed the reported event, the guide bar has fractured and half has disassociated from the device. Otherwise the device appears in used but fair condition. The threaded shafts and rotating components of the device can be rotated easily. Material analysis indicated the device failed through long-term use with the fracture initiating from corrosion. The investigation concluded that the reported fracture was caused by long-term use. The device has been in service for 13 years. It should also be noted that the device is obsolete. The new revision is of a significantly different design that does not utilize sliding jaws; rather, the jaws of the new design pivot open and closed. The returned device was manufactured prior to the design change.

Event description:
It was reported that the breakage of te femoral impactor was noticed after the femoral component was impacted. No particles were in the patient and there was no adverse consequence in the procedure.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the breakage of te femoral impactor was noticed after the femoral component was impacted. No particles were in the patient and there was no adverse consequence in the procedure.